Manufacturer narrative:
(B)(4). Follow up emdr for device evaluation. Failure mode could not be confirmed since no samples or photos were provided for evaluation. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. Lot # 0000749086 was manufactured on 01/19/2015. Lot #0000700369 was manufactured on 08/19/2014. Not confirmed: failure mode could not be confirmed since no issues were found that can related personnel, method, material or machine with the reported failure mode and samples or photos were not provided for evaluation. Awareness training was given to all applicable personnel that tru-cut needle broke during use.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted upon completion of investigation. (B)(4).

Event description:
Customer stated via maude review: the handle of the tru cut biopsy needle broke and the needle went thru the liver, puncturing the omentum causing bleeding. Two lot numbers are provided since the customer was not sure which lot this sample came from. Additional information received (B)(6) 2016; can you please provide patient information? ((B)(6), diagnosis: gallstone pancreatitis, elevated liver enzymes, history of (B)(6)) were there any medical interventions required as a result of the event? Over sewing of cut vessel in the omentum was the patient's stay in the hospital delayed due to the event? Was discharged 2 days later. Have they been discharged? Yes. Do you have the broken sample available for evaluation? If yes, I will forward you a ups label. No, it was covered in blood and was discarded.